Event description:
Reportedly, the subject device failed to pace after an external shock. The physician would like to know if the pacing failure is attributable to the external shock. The subject device has been replaced without any consequences for the patient.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis indicated that the reported behaviour resulted from the external shock delivery.

Event description:
Reportedly, the subject device failed to pace after an external shock. The physician would like to know if the pacing failure is attributable to the external shock. The subject device has been replaced without any consequences for the patient.

Manufacturer narrative:
Corrected (event date and awareness date) were reportedly incorrect. Those dates are reportedly (B)(6) 2016 instead of (B)(6) 2016.

Event description:
Reportedly, the subject device failed to pace after an external shock. The physician would like to know if the pacing failure is attributable to the external shock. The subject device has been replaced without any consequences for the patient.

Event description:
Reportedly, the subject device failed to pace after an external shock. The physician would like to know if the pacing failure is attributable to the external shock. The subject device has been replaced without any consequences for the patient.